Event description:
It was reported that prior to starting a davinci si surgical procedure, while using the pk dissecting forceps instruments, the tips were not closing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at distal clevis hub. There was no damage found at the clevis. Instrument passed electrical continuity test. Additional observation not reported by the site was a loose pitch cable. The pitch cable was found to be loose at distal clevis hub. Both cable crimps remained in the clevis, no damage was found on the cable. Upon housing removal engineering also found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.